Manufacturer narrative:
Conclusion: based on limited information, including no identification of the relevant lot number, a relationship between the event and strattice could not be determined. Due to lack of information, strattice as a contributing factor cannot be ruled out. Lifecell reports the event in an abundance of caution. Multiple attempts to obtain additional information are being made, including identification of the lot number. Should additional information be reported, a follow up adverse event report will be submitted; otherwise this investigation is concluded.

Event description:
It was reported that a (B)(6) female patient underwent a previous tram flap and reinforcement of defect with strattice on (B)(6) 2010. On (B)(6) 2018, the patient was taken back to the or for mastopexy and repair of her hernia site. On examination, it was noted that the patient's hernia had recurred "around the strattice, " but it was not clarified if the hernia had occurred through the strattice mesh itself. This was her third repair of the hernia and the defect was reinforced without incident. The strattice lot number was not recorded in the records.